Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported peeled/delaminated was confirmed. The reported difficult to advance and remove could not be tested due to the device condition. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that force was used when removing the guide wire. It should be noted that the command 18 instructions for use states: ¿do not: push, auger, withdraw, or torque a guide wire that meets excessive resistance.¿ in this case, the force applied appears to be a responsible clinical response to the difficulty encountered. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the guide wire encountered resistance during advancement and removal through the guide catheter. Factors that may contribute to difficulty advancing or removing a balloon catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Based on the information provided and the return analysis, it is unknown what may have caused the reported difficulty during advancement or removal. Additionally, it is likely that manipulation of the device, when resistance with the guide catheter was met, contributed to the reported polymer damages. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
H6 - medical device problem code 2017: excessive force. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a heavily calcified right superior femoral artery. The ht command guide wire was attempted to be advanced with a non-abbott microcatheter; however, became stuck during advancement. During removal with additional force, the guide wire was attempted to be removed independently but was unsuccessful. Therefore, the guide wire and mirco-catheter were removed together. After removal polymer coding of the command guide wire was noted to be peeled off. No coating was left in the anatomy and patient was treated with another device. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.